Event description:
The customer reported that the insulin pump seems to be giving too much insulin, which caused to have low blood glucose. The customer stated being hospitalized due to low blood glucose of 50mg/dl. Troubleshooting was performed. Reviewed the programming and priming technique and they were correct. The caller stated that the reservoir was showing the same amount of insulin as shown on the status screen. The device was not exposed to a high magnetic field. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.